Manufacturer narrative:
The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with accu-chek inform ii meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer complained that the meter display had missing pixels in the result portion of the meter. The customer stated that the meter was still usable and results had potential to be misinterpreted. The customer reset the meter and there was still a display issue. There was no noted damage to the meter. There were no misread results related to display.

Manufacturer narrative:
The patient's meter was returned for investigation. The display functionality was checked and the meter beeps when powered on, but display has numerous rows of black pixels. The meter was opened and investigated. The seating of the flex cables was checked and the cables were seated correctly. The returned display assembly was removed and replaced with a retention display assembly. Meter performs as expected with an exchanged display. The returned display assembly is found to be defective. The cause has been determined to be a manufacturing issue.